Manufacturer narrative:
Evaluation of the returned lantern delivery microcatheter (lantern) confirmed a fracture on the mid shaft. This type of damage such as a kink may occur if the lantern is advanced against resistance. Based on the reported event the root cause of the resistance could not be determined. The kink may have contributed to the reported issue of difficulty advancing a coil into the lantern during the procedure. Based on the reported event, the initial kink may have worsened to a fracture during retraction of the lantern from the angiographic catheter as mentioned in the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery for thoracic aortic aneurysm (taa) using a lantern delivery microcatheter (lantern), an angiographic catheter, and a coil. During the procedure, the physician advanced the lantern through the angiographic catheter and into the target location. Next, while attempting to advance a coil through the lantern, the coil became stuck at the proximal end. Therefore, the physician decided to remove the lantern and the coil from the patient. After removing the lantern, the physician found that it was fractured at the mid-shaft. The procedure was completed using a new lantern, the same angiographic catheter and six non-penumbra coils. There was no report of an adverse effect to the patient.